Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 9, 2015. (B)(4). Upon completion of the investigation, the event could not be confirmed. The actual sample was not returned; however a similarly reported complainant device from (B)(4) was returned and was visually inspected. No anomalies were observed with the reservoir assembly or filters. The reservoir was tested for clotting by circulating bovine blood (hct=32.6%) through the reservoir vr filter at 7 l/min for 1 hour. No issues were observed during circulation. The blood was drained and the filter was inspected. No clotting was observed. Deionized water was circulated through the reservoir to rinse it. No clotting was observed after rinsing. A review of the device history record revealed no anomalies. Since the sample passed the reservoir clotting test, the root cause has been attributed to the patient's blood condition(s) and/or the perfusionist's management of act. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that after cardiopulmonary bypass, a clot was noted in the reservoir. The device was not changed out; and the procedure was completed successfully without delay. No known impact or consequence to patient. Product was not changed out. Surgery was completed without delay.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion code 11. Evaluation in progress. (B)(4)